Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 196 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test could not be performed at the time of the phone call because there was not any insulin in the insulin pump. While checking the history files, it was found that the insulin pump had alarmed no delivery several times. It was advised that the customer monitor her blood glucose levels and the insulin pump closely. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.